Manufacturer narrative:
This lot was manufactured (B)(4) 2017 - (B)(4) 2017. The device was returned containing approximately 29 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under-infusion was observed with a small volume folfusor. The pump was filled with fluorouracil for an infusion time of 44 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.